Manufacturer narrative:
A new right ventricular lead was successfully implanted. Should additional information become available an amended report will be submitted.

Event description:
Boston scientific received information that this right ventricular lead had pulled backward and dislodged. A revision procedure was performed; however, the lead could not be repositioned appropriately and was replaced. No additional adverse patient effects were reported.